Event description:
It was reported that the staff used an iab catheter that did not have the flushing line present. As a result, the catheter was replaced with another iab catheter successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff used an iab catheter that did not have the flushing line present. As a result, the catheter was replaced with another iab catheter successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of "iab catheter that did not have the flushing line present" is not able to be confirmed. The root cause of the complaint is undetermined. Note: the iab product change notification label (lbl006590) was included within the original packaging box describing the removal of the sheath/dilator without side-port and arterial extension line tubing (60") from arrow intra-aortic balloon catheter kits. Additionally, customers were notified of the change by teleflex via a notification (mc-005231 interventional iabc kit updates customer letter) describing the removal of the sheath/dilator without side-port and arterial extension line tubing (60") from arrow intra-aortic balloon catheter kits. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.